Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support for 18 days, there was a gastrointestinal bleed that prompted the pain to be held and one unit of packed red blood cells was given. After 25 days of impella 5.5 support, the patient was successfully weaned and the pump was explanted. The patients outcome is stable.